Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, it was stated that defective injector. Additional information has been received and stated that, the injector was used for the first time it would not reset. The lens implant was placed in the patients eye as expected, the technician attempted to reset the injector for decontamination and it would not reset. No further details to provide. No harm to the patient or impact to the procedure.

Manufacturer narrative:
One monarch handpiece was returned for evaluation for the report of the injector would not reset. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger had no visual damage; however the handpiece was observed to be seized, and nonconforming. A functional thread to barrel engagement check was conforming for the knob spinning freely on the plunger; however due to the condition of the handpiece proper threading between the barrel and plunger, and proper movement of the plunger could not be verified. Finally, a dimensional inspection for plunger position height could not be performed due to the condition of the handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. The functional defect could not be confirmed from the photo provided. The returned sample was found to be nonconforming therefore an injector would not reset, as described in the complaint was confirmed. How and when how the plunger became seized cannot be determined from this evaluation but a manufacturing related issue cannot be ruled out. This injector has been in service for approximately 8 months. The manufacturer internal reference number is: (B)(4).